Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor conditions.

Event description:
Customer complains of hi results. Performed back to back blood tests: 1:true balance 592 on (B)(6) 2015 07:57:00 pm fasting. 2:true balance hi on (B)(6) 2015 07:58:00 pm fasting. Customer was not felling well, and also her hands are tingling. I advised customer to seek medical attention. Customer stated she will seek medical attention. Verified the strips expire 08/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Performed back to back blood tests. True balance 592 (B)(6) 2015 07:57:00 pm fasting. True balance hi (B)(6) 2015 07:58:00 pm fasting. Customer was not felling well, and also her hands are tingling. I advised customer to seek medical attention. Customer stated she will seek medical attention. Verified the strips expire 08/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015.